Manufacturer narrative:
(B)(4). Date sent: 9/30/2016. Batch # n5436l. The analysis results found that one ec60 device was returned with no visual non-conformances and without a reload present. The device was tested for functionality with a test reload and it fired, and formed all the staples as intended. After further analysis it was noted that the device clamping mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the closure trigger top was noted to be broken, not allowing the device to properly open when the release button was depressed. However the device could be opened by applying reverse force to the trigger. Although no conclusion could be reach on what caused the post to break, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the instrument did not fire after the fourth reload. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.